Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 700 mg/dl; cause was not known. Customer was treated with manual injections to address the elevated bg. Customer was discharged on 9/3/25 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.